Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper was difficult to remove. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the serum tube was put into the testing instrument (automation system) to run test, the instrument couldn't uncap the cap of tube because the cap was closed too tight with tube."

Manufacturer narrative:
H.6. Investigation summary: material #: 367812. Lot/batch #: 2244015. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper was difficult to remove. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the serum tube was put into the testing instrument (automation system) to run test, the instrument couldn't uncap the cap of tube because the cap was closed too tight with tube."